Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a continuous supraventricular cardiac arrhythmia on(B)(6) 2025. The patient was reported to have required drug treatment or cardioversion to treat the event. The center did not believe that the arrhythmia was device related but could not rule out a device related cause. The patient was admitted to the hospital for drug preparation and discharged (B)(6) 2024.

Event description:
Correction: it was reported that the patient experienced a continuous supraventricular cardiac arrhythmia on (B)(6) 2024.

Manufacturer narrative:
B5 - describe event or problem - correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, the account communicated that no additional information can be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system, and lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.